Manufacturer narrative:
E.1 initial reporter facility- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.1 and 2.2 was failed. A field service engineer found that the auxiliary half height drawer 2 failed and all pockets were down. The contacts on both drawer controller boards were cleaned and the connections were secured. The hard stops were tightened to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.1 and 2.2 was failed. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.